Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded high out of range right ventricular (rv) lead impedances greater than 2,000 ohms. No adverse patient effects were reported. Additional information was provided that the patient had only one out of range impedance measurement, all measurements since were normal. The patient was brought to their clinic and they were unable to recreate out of range measurements with isometrics, and no noise had been recorded. The physician elected to continue regular monitoring of the patient. No adverse patient effects were reported.